Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The battery and uninterruptible power supply (ups) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. The failure was confirmed. The battery was tested and after 2 hours of charging there was no change to voltage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The failure was confirmed. The ups battery was tested and found fets shorted per fets test instructions. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the navigation system main cart was not holding charge when unplugged from the outlet power. The system was charged overnight and the system still powered off when unplugged form the outlet.